Event description:
It was reported that stent dislodgement, tip detachment and removal difficulties were encountered and the patient was sent for surgery. The target lesion was located in the highly calcified right coronary artery. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, the stent struts got stuck and was unable to removed from the stent delivery system (sds). After further manipulation, the sds was removed though the guide catheter but the stent dislodged from the balloon. A 185cm moderate support, j tip pt guidewire was advanced as a buddy wire next to the current wire where the undeployed stent was. The physician was planning to put a balloon over this wire and crush the stent to the vessel wall; but, it was unsuccessful. While manipulating the wire, the tip got detached. The physician attempted to snare each device but failed. The patient was referred to surgery for bypass.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device has distal tip damage, as part of overall visual revision. Visual inspection found that the polymer was peeled of at 2 cm at the distal tip. Additionally, the distal tip was bent. The dimensional inspection overall length was within specifications. The outer diameter (od) of distal tip was 0.0130 inches, the od of middle of the device was 0.0135 inches and the od of proximal section was 0.0135 inches.

Event description:
It was reported that stent dislodgement, tip detachment and removal difficulties were encountered and the patient was sent for surgery. The target lesion was located in the highly calcified right coronary artery. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, the stent struts got stuck and was unable to removed from the stent delivery system (sds). After further manipulation, the sds was removed though the guide catheter but the stent dislodged from the balloon. A 185cm moderate support, j tip pt guidewire was advanced as a buddy wire next to the current wire where the undeployed stent was. The physician was planning to put a balloon over this wire and crush the stent to the vessel wall; but, it was unsuccessful. While manipulating the wire, the tip got detached. The physician attempted to snare each device but failed. The patient was referred to surgery for bypass.